Event description:
Boston scientific crm received information that this left ventricular lead dislodged one month post implant. The lead was explanted and the physician elected to implant a new lead in a different target vessel. There were no adverse patient effects reported.

Manufacturer narrative:
The lead has not been returned. Should additional information become available, this event would be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned. Blood and bodily fluids had infiltrated the lead's lumen. The lead did not pass the guidewire insertion test most likely due to the blood and body fluid infiltration. The lead passed resistance and pressure testing verifying the lead's electrical performance and insulation integrity. The allegation of lead dislodgement was not confirmed in analysis.